Manufacturer narrative:
The attached user facility medwatch report # (B)(4) was received from the (B)(6) registry. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was not explanted. The report of suspected thrombus and a specific cause for the elevated lactate dehydrogenase could not be conclusively determined. The instructions for use lists hemolysis and thrombus as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to thrombus. The patient was being worked up for a heart transplant and expired during the candidacy process. Prior to the patient&#38112;death (date unspecified), their lactate dehydrogenase (ldh) was elevated at 1552 u/l and continued to rise. Additionally, the haptoglobin and plasma free hemoglobin levels and urinalysis also were indicative of hemolysis. The patient had been on lovenox but had reportedly stopped taking it on his own. A heparin infusion was initiated. The patient's inr goal was 2-3. The patient was not a candidate for lytics due to a recent abdominal hernia surgery and abdominal hematoma. The patient was also not a candidate for a pump exchange due to right ventricular failure and pulmonary hypertension. Additional information was received from the (B)(6) registry stating: thrombosis. Additional information also provided: adverse event device onset date: (B)(6) 2015. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis; heart failure; abnormal pump parameters. Thrombus event: intravenous anticoagulation. Thrombus event confirmed: yes. Malfunction component: pump. Device malfunction: yes. Patient outcome: death. Device malfunction causative factor: sub therapeutic anticoagulation. Primary cause of death: circulatory: chf.